Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, based on the past similar cases, omsc surmised that the reported failure phenomenon which the tip of the subject device was broken was caused by the deterioration by using the subject device or an excessive load during reprocess. Evis lucera gastrointestinal videoscope olympus pcf type pq260l instruction manual states an appropriate handling method of bw-20t and a following warning. The channel cleaning brush is a consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the channel cleaning brush is free from any damage or other irregularities before and after use. If a part of the brush comes off inside the endoscope, immediately retrieve it and carefully confirm that no parts remain inside the channel of the endoscope by passing a new cleaning brush or other endotherapy accessory through the channel. Any parts left in the channel can drop into the patient during the procedure. Depending on the location, the missing part may not be recoverable by passing a new brush or other endotherapy accessory through the channel. In this case, contact olympus.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During brushing an evis lucera gastrointestinal videoscope olympus pcf type pq260l with the subject device, the tip of the subject device was broken and remained in the endoscope channel. The user did not notice that the subject device was broken and reprocessed the endoscope with the broken part of the subject device remaining in the channel of the endoscope. The endoscope was used for the next procedure and the broken part of the subject device fell off from the channel of the endoscope into the patient intestine. The user tried to remove the broken part of the subject device, but it could not be removed and the intended procedure was completed. After the procedure, it was confirmed by x-ray examination that the broken part of the subject device remained in the patient intestine. The doctor states that the remaining broken part will be discharged naturally because the part was in the intestine.